Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The reason for reoperation is pain, and rupture. As this patient is part of a clinical study, no contact information was provided for the patient, therefore additional event, product, and/or patient details are not attainable.

Event description:
Patient reported left side breast feels "painfully hard and looks abnormal due to capsular contracture" baker grade IV. Patient additionally reported "pain" and "rupture." Device remains implanted.